Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead was removed due to apparent lead fracture, high and unstable thresholds and high impedance. A new lead was implanted. There were no patient complications reported as a result of this event.